Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that during a routine upgrade procedure the lead safety switch was triggered due to an impedance issue resulting in a switch from bipolar to unipolar sensing on both the atrial and ventricular leads. During testing, noise was seen on the right atrial (ra) lead, and both leads showed oversensing and pacing inhibition in the bipolar sensing configuration. The ra lead was surgically abandoned due to a suspected fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial reporter information and device codes.

Event description:
It was reported that during a routine upgrade procedure the lead safety switch was triggered due to high out of range pace impedance measurements resulting in a switch from bipolar to unipolar sensing on both the atrial and ventricular leads. During testing, noise was seen on the right atrial (ra) lead, and both leads showed oversensing and pacing inhibition in the bipolar sensing configuration. The ra lead was surgically abandoned due to a suspected fracture. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine upgrade procedure the lead safety switch was triggered due to an impedance issue resulting in a switch from bipolar to unipolar sensing on both the atrial and ventricular leads. During testing, noise was seen on the right atrial (ra) lead, and both leads showed oversensing and pacing inhibition in the bipolar sensing configuration. The ra lead was surgically abandoned due to a suspected fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the initial reporter information and device codes.

Event description:
It was reported that during a routine upgrade procedure the lead safety switch was triggered due to high out of range pace impedance measurements resulting in a switch from bipolar to unipolar sensing on both the atrial and ventricular leads. During testing, noise was seen on the right atrial (ra) lead, and both leads showed oversensing and pacing inhibition in the bipolar sensing configuration. The ra lead was surgically abandoned due to a suspected fracture. No additional adverse patient effects were reported.